Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker could not be interrogated with a first programming system. When the pacemaker was interrogated with another programmer, a warning about device re-initialization was displayed. Pacemaker memories were empty and settings were found programmed with the as shipped values. When the pacemaker was interrogated on (B)(6) 2018, everything was normal.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018, the pacemaker could not be interrogated with a first programming system. When the pacemaker was interrogated with another programmer, a warning about device re-initialization was displayed. Pacemaker memories were empty and settings were found programmed with the as shipped values. When the pacemaker was interrogated on (B)(6) 2018, everything was normal.